Manufacturer narrative:
Visual examination of the returned device noted that the working length of the cannula was slightly twisted. The outer diameter of the single lumen-to-double lumen bond joint was measured to be within the expected tolerance. A leak check of the cannula was performed with a 0.0035" guidewire completely inserted through the device; a leak at the proximal end of the bond joint was observed. A search of the complaint database revealed no additional complaints reported for the same lot.

Event description:
Note: this report pertains to the second of two malfunctions, which were reported for the same procedure. Refer to MFR report #3005099803-2008-05572 for details regarding the first device. According to the complainant, during prep dye leaked out the side of the catheter, "where the larger portion of the catheter joined with the tapered portion of the catheter, about 15cm from the tip of the cannula." The cannula was removed and replaced with a second rx pre-curved ercp cannula device.